Event description:
The facility's biomed engineer reported an infusion pump that failed during pt use in the emergency room. The pump was reported to be infusing heparin, nitroglycerin, and normal saline to a critically ill pt when all three channels failed. The rn obtained a new pump and was able to restart the infusions immediately. According to the biomed, the event had no impact on the pt's status and no pt injury has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics or status, medical intervention, rates of medications involved, or set up of the infusion device.